Event description:
Ems personnel were attending to an asystolic patient in cardiac arrest. An attempt was made at external pacing and allegedly the device kept indicating leads and would not pace. A back up device was available and used to continue treatment to the patient. The patient was not resuscitated however the reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's viability and the immediate availability of a back up device.